Event description:
It was reported the patient's blood glucose level rose to 372 mg/dl while wearing the pod between 24 and 36 hours. In addition, the patient also reports having bleeding at the pod infusion site.

Manufacturer narrative:
The pod was received fully deployed with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined. Investigation of the returned device found the exposed portion of the soft cannula to be damaged. The exact cause and timing of the cannula damage could not be determined. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.3. Hardware: iphone16.1. Cgm sensor type: g6.